Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge decreased from 100% to 5% battery life when the pump was plugged into a power source. It was also reported that when the pump was connected to the power source, it would not recognize the power source. There was no reported impact to the customer's blood glucose level. It was indicated that the current pump and/or an alternate pump would be used for diabetes management.